Manufacturer narrative:
This report is submitted on july 14, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a lack of benefit with device use, resulting in the decision to explant the device in (B)(6) 2016 (specific date not reported). The patient was reimplanted bilaterally during the same surgery.